Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: dim, discolored display screen.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the blackbox data revealed multiple low battery warnings and replace battery alarms recorded. The blackbox data also revealed evidence of partially discharged replacement batteries installed in the pump on (B)(6) 2013. On examination, the battery compartment was intact without damage. The battery contact terminals were evaluated and found to be within specifications. There was no evidence of moisture inside the battery compartment. A battery cap was not returned with the pump for investigation; a test battery cap was used to complete the investigation. On investigation, the pump powered on normally and displayed the verify screen as intended. No power loss occurred during the investigation. The electrical current draws were measured to be within specifications. The pump was opened for investigation and did not reveal any evidence of moisture contamination inside the pump. The display screen was noted to be dim and discolored.